Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of "recurring drawer failures" was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to wo# (B)(4), the fse replaced the pyxibus ribbon cable and drawer controller for full height drawer 5. The fse replaced power supply and battery. The fse reseated row ribbon cables at controller boards in main and auxiliary cabinets. The fse reseated all-in-one (aio) and verified functionality in diagnostics. During dchu visual inspection: p/n 120547-01: received with signs of wear on the cable cover, exposed copper wires and thermal damage as black marks. P/n 151622-01: received with no signs of physical damage, missing components or fluid ingress. P/n 136617-03: received with no signs of physical damage, missing components or fluid ingress. During dchu testing: p/n 120547-01: since thermal damage was detected during visual inspection, no testing was deemed necessary. P/n 151622-01: functional testing of the board determined a faulty assembly after being checked through its testing points. P/n 136617-03: dmm testing, hta check and internal inspection determined a properly functioning assembly with no signs of anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was the damaged "assy cbl pyxibus 6 drawer" which had signs of exposed copper strands leading to the observed thermal damage and ultimately compromised the drawer's functionality. It was also determined a malfunction on the received "pcba dwr cntlr" which was a result on the malfunction of the bus cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was determined that the recurring drawer failures were due to a damaged pyxibus cable with exposed copper strands and thermal damage, along with a faulty drawer controller board affecting drawer functional there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer replaced the pyxibus ribbon cable and drawer controller for full-height drawer 5, along with the power supply and battery. The fse also re-seated the row ribbon cables at the controller boards in both the main and auxiliary cabinets and re-seated the all-in-one. Fse verified functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.